Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported, on (B)(6) 2013, the package containing 5.0mm in diameter pedicle screws, turned out to contain 7.0mm screws in the implant loan set. It was also reported, in the same way a 7.0mm screw package contained 5.0mm screws. No further information is available at this time. This is 1 of 2 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Lot #6698009 was reviewed for this complaint. DHR review found 1 ncr (1027600) for wrong condition code ¿ part no. 21034, lot #6599623. During interval between ordering and receipt of raw material there was a dco #10019320 to change condition code from anr to srr. Ncr's nonconformance was dispositioned as "use as is" and is not relevant to complaint condition because raw material meets all mechanical and chemical requirements. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes mnh, mni, kwp, kwq. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records (DHR) has been requested. Placeholder.